Event description:
The customer contact reported a loss of suction. It was reported that during testing of the device after suction had been connected, the nurse reported an "air leak" noise and cracks in the liner lid were noted; subsequently, loss of suction was noted. The suction liner was replaced. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Section d4: the catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name and is 510k exempt.